Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause was not determined but may be related to superficial placement and her weight. Account is aware of all the issues. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had signs of battery dehiscence; the ins became very superficial. The ins was replaced, pocket was cleaned and the ins was moved to the opposite side of the patient's body. The issue was resolved. No further complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.